Event description:
Boston scientific received information that this patient underwent a procedure to revise the leads due to dislodgement. The setscrews were damaged while unscrewing the leads for the lead revision. The system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The leads were surgically abandoned. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.